Event description:
Mobi-c p&f us : disassembled during insertion according to the description provided by the reporter , the implant popped off the peek inserter while surgeon was inserting. No impact on the patient. The implant was replaced with another one . No surgery complication or delay reported. Product will not be returned to manufactured as it was discarded by the hospital. Additional information was received on (B)(6) 2019: no information about state of health of patient. The depth stop adjustment was set initially at zero. Surgical technique was followed at the mobi-c loading on inserter. The disc space was under distraction. Surgeon encounter some resistance while inserting prosthesis. Might have got some angle when the cage was inserted. No difference in surgical steps between the first and the second implant, maybe he was at a slight angle and then second one more straight on. No per-op images. The mobi-c no touch level and the mobi-c distraction forceps were no used.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. As reported: - surgeon encounter some resistance while inserting prosthesis and there might have got some angle when the cage was inserted. - the mobi-c no touch level and the mobi-c distraction forceps were no used. Product was discarded. No evaluation in product could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to user error as rotational movement was performed. As indicated in st : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. If any further information is found which would change this evaluation, a medwatch follow-up will be send.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was discarded. No evaluation could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested. Investigation still in progress. Device discarded.

Event description:
Mobi-c p&f us: disassembled during insertion. According to the description provided by the reporter , the implant popped off the peek inserter while surgeon was inserting. No impact on the patient. The implant was replaced with another one . No surgery complication or delay reported. Product will not be returned to manufactured as it was discarded by the hospital. Additional informations were requested. Investigation ongoing.